Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm and the insulin pump failed displacement test. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the insulin flow blocked alarm, the customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. The customer reattempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. The customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify no delivery alarm/insulin flow blocked alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 27-may-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on 5/25/2025 from 10:08:55.000 until 23:23:23.000, 05/26/2025 at 01:23:02.000, 01:23:57.000,19:06:00.000 and 19:09:00.000, 05/27/2025 at 10:41:07.000, 12:01:00.000 and 12:01:38.000 during bolus, basal and fill cannula deliveries. Pump was cut open to perform visual inspection and found¿broken strain gauges on the force sensor. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file or traces on 08/03/2025 at 11:59:03.000. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to broken strain gauges on the force sensor. Unable to verify no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.